Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 1100 mg/dl. The current blood glucose was 212 mg/dl. Customer declined troubleshooting and hospitalization of the high blood glucose. Customer also stated that, the customer was not receiving her insulin. The insulin pump will not be returned for analysis.